Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and pass. Attempt to charge and boot the unit was performed and failed due to damaged battery. . Functional test was unable to perform. Internal test was performed passed the log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be fail-rtt loss. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.